Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The reported problem is a user perception from the pressure regulator pointer not resting at the stop pin at rest. The stop pin position does not represent a zero graduation on the scale of the pressure gauge and no problem was found.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08383. The report was submitted in error.

Event description:
It was reported that during incoming inspection without gas flow, 3 units of the 8133 hand of the gauge is out of place and not zero.

Manufacturer narrative:
Corrected data: product code and common device name were added.